Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified a 40 mm dark patch edge material inside device, broken shell, and brown particles. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified two sharp edge openings assessed as unidentified (tear) opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was sharp broken edge on the posterior due to an unidentified (tear) opening.

Event description:
Physician reported ruptured device. The device was explanted. Side unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported ruptured device. The device was explanted. Side unknown.